Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threaded distal tip broke off.

Manufacturer narrative:
Examination of the submitted (B)(4) pfc stem trial extract confirmed the threaded tip has broken off. The broken tip was not returned. The pfc stem trial extract threads broke due to ductile overload. The root cause of the ductile overload is attributed to suspected levering of the instrument side to side while attempting to remove the fluted rod from the patient bone canal. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.